Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was returned after being used in the procedure with the introducer inserted through sheath.  Visual inspection was performed and the following was observed:  liner tear approx. 3.5" in length starting from sheath distal tip; tip opened as designed; scratches observed along sheath shaft. Small hole/tear observed on the hdpe material with surrounding scratches; sheath expanded as designed. Due to the condition of the returned device and nature of the issue (liner expanded and torn), no relevant functional testing was performed.  The liner thickness was measured along the length of tear and was found to be within specification at all measured locations. The complaint was confirmed via visual inspection of returned device, but no product nonconformances were identified in the returned device. An in-depth evaluation regarding complaints for sheath shaft liner torn has been documented in a technical summary written by edwards lifesciences.  Since the occurrence rate does not exceed the (B)(6) 2020 control limit for the trend category, no corrective or preventative action is required. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The scratches and hdpe damage present on the distal portion of the sheath are indicative of calcification present in the patient and interacting with the sheath. Calcification can create sharp nodules and weaken the liner material making it more susceptible to tearing. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. Available information supports that patient factors (calcification) likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. Technical summary is applicable to this complaint and issues described in the technical summary are being monitored in the monthly complaint trending. No further engineering evaluation is required at this time.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in the aortic position, upon removal of the 14 fr esheath, the distal end was noted to be ¿spilt apart¿ causing a vascular bleed. The physician ballooned the vessel and applied pressure to stop the bleeding. There was no blood transfusions needed. There was no withdrawal difficulties noted. The valve was deployed well with no issues.  The patient is well post procedure.